Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at (B)(4). During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
During the 4 week post-operative follow-up doctor noticed on the post-op x-ray 3 of the 6 rib plates implanted had small fractures. The plate fractures are at the fracture line of the ribs. It is reported the doctor is not removing the plates at this time.